Event description:
It was reported, the high flow insufflation unit panel was blinking. The issue occurred during an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found front panel was blinking due to defective main board. Additionally, it was found the gas was leaking from the electrical flow unit due to faulty electric flow unit. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h4 and h6. Correction on fields: b5, d5 and e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that front panel blinks occurred due to defective main board. Additionally, gas leakage occurred due to defective electric flow unit. Olympus will continue to monitor field performance for this device.

Event description:
The front panel blinks issue was found during general routine inspection.